Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The pump was returned and investigated. Data logs around the time of the failure were not returned. Upon investigation it was found that the root cause of the pump stop issue was biomaterial found in the purge gap.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 56-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The pump purge flow gradually decreased before the pump stopped unexpectedly. As the patient was deemed hemodynamically stable at the time of the failure, the decision was made to explant the pump.